Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 shaft was found to be bent or broken. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The event date and surgeon are unk. Maquet cardiovascular anticipates return of the product in question.